Manufacturer narrative:
Hamilton medical ag case number is:(B)(4).

Event description:
The following was reported to hamilton medical ag: inspected ventilator flow sensor and tightness test failed. In service test mode binary valve, autozero airway, exhalation test calibration failed. Shown technical event (B)(4). No patient involvement.